Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils. During the procedure, while attempting to advance a smart coil through a non-penumbra microcatheter, the physician experienced resistance and the smart coil was unable to advance out of the introducer sheath and into the microcatheter. The smart coil was therefore removed and the procedure was completed using new smart coils and the same non-penumbra microcatheter. The physician reported using a rotating hemostasis valve and maintaining continuous flush. There was no report of an adverse effect to the patient.